Manufacturer narrative:
Primary reported as 18 yrs ago. The product associated with this reported event was not returned to examination. The product code and lot code required in searching the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine; however, wear of a polyethylene knee device after eighteen years implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt revised for polyethylene wear.